Event description:
Tubing became dislodged from the pump, allowing tube feeding formula to free flow or bolus into the resident, with no alarm going off to signal the staff that there was a problem. The MFR's manual indicates that an alarm should go off when the tubing is not in place to indicate free flowing is occurring.